Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented with breathlessness. Upon interrogation, noise, oversensing and pacing inhibition were observed on the competitor right ventricular (rv) lead. Testing was able to reproduce the noise. As a result, the patient was admitted for a revision procedure. During the procedure, the competitor leads were visually inspected and tested through the pacing system analyzer and no anomalies were observed. As a result, the device was explanted and a new competitor device was implanted with the chronic competitor leads. In recovery, the patient was bradycardic due to noise, oversensing and pacing inhibition on the competitor rv lead. The patient was brought back to the operating room and the rv lead was removed and replaced. All post-implant checks were appropriate. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.